Event description:
It was reported that during an attempt to upgrade the physician's tablet it was identified that the tablet would not power on after being plugged into a power outlet for approximately one hour. It was reported that the tablet power button would not move when depressed. A new tablet was provided to the physician. The programming tablet was received for analysis. Analysis is underway, but has not been completed to date.

Event description:
Analysis of the tablet was completed on (B)(6) 2015. The cause for the anomaly is associated with an upside down power button. Once the power button was installed correctly, no further anomalies associated with the tablet were identified during the analysis.